Event description:
It was reported that the patient had inflatable penile prosthesis (ipp) revision surgery due to inflation issues. During the procedure, it was determined that the tubing for the right cylinder was broken. Only the pump and cylinders were replaced. There were no patient complications.